Manufacturer narrative:
Added g3/g4, h1/h2. Added h6: investigation findings and investigation conclusions.

Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system for pseudoaneurysm in the descending aorta. After awakening from anesthesia, paralysis of the lower limb was confirmed. Cerebrospinal fluid drainage (csfd) was performed. The patient will be monitored. The physician stated as follows: it was recognized that there was high risk of paraplegia because the patient had undergone evar for aaa, and the descending aorta was covered extensively. It was determined that he benefits of tevar outweighed the risk of paraplegia because the patient was bedridden and had a high risk of aneurysm rupture.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system for pseudoaneurysm in the descending aorta. After awakening from anesthesia, paralysis of the lower limb was confirmed. Cerebrospinal fluid drainage (csfd) was performed. The patient will be monitored. The physician stated as follows: it was recognized that there was high risk of paraplegia because the patient had undergone evar for aaa, and the descending aorta was covered extensively. It was determined that he benefits of tevar outweighed the risk of paraplegia because the patient was bedridden and had a high risk of aneurysm rupture.

Manufacturer narrative:
(B)(4).